Manufacturer narrative:
Samples from the patient were submitted for investigation. An interference to a reagent component was found in the sample, which caused the issue. Product labeling for the assay documents this interference. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for two samples from one patient from cobas 6000 e 601 module serial number (B)(4). The samples were tested in another laboratory using a roche analyzer and an abbott analyzer. Refer to the attachment to the medwatch for all patient data. The physician complained that the patient did not have clinical and physical signs of hyperthyroidism but the roche results seemed like hyperthyroid. The results by the abbott method were interpreted as normal thyroid. There was no allegation of an adverse event. Refer to the medwatch with (B)(6) for the other assays.